Event description:
A customer contacted baxter's technical service center to report feeling fuller than usual at the end of their therapy with the homechoice (hc) machine. The home patient (hp) had a negative ultrafiltration (uf) reading of -600. The hp was not on the machine at the time of the call and he had drained manually before calling. The hp manually drained and measured his drain volume using a scale; the drain volume was reported to be 4000 ml. The hp could not get the phone near the machine at the time of the initial call for the technical service representative (tsr) to verify therapy settings or therapy numbers. The nurse provided the hp's fill volume of 2500 ml during a follow up call. This hp reported, he was not fully draining during this therapy session because he is a positional drainer. The hp got low drain volume alarms that he bypassed without assistance. The tsr instructed that the patient contact his nurse regarding the last manual drain feature on the hc machine with a target uf and alarm. The tsr recommended this as a possible option for this hp. The hp informed his therapy has been going well since this incident, and he has had no other problems. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
The home patient did not wish to return his homechoice machine to baxter for evaluation.